Event description:
It was reported that during a trial case the patient had very difficult placement resulting in a wet tap and the patient getting a headache. Surgical intervention took place on (B)(6) 2024 where the trial was aborted.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.